Event description:
The patient (B)(6) received two leads with the same lot number. It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful as the patient's pain increased on the left side upon increasing the amplitude. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.